Event description:
The pt has esrd with the need for hemodialysis. He also has a history of central venous stenosis. A hemodialysis reliable output (hero) graft was implanted in 2009, to provide adequate dialysis access. It was based on a 5.3mm distal brachial artery. A right tunneled central venous catheter was placed at the same time to function as bridging access. He was seen in the surgeon's office the following day. He was found to have minimal incisional drainage and pain as well as moderate bruising and swelling both times. Intra-access flow was determined to be 1392 ml/min. He was scheduled to return to his office in 2 weeks for eval of cannulation. He was then admitted to a medical center from another hospital two weeks later. He had been receiving IV antibiotics while admitted at hospital for localized erythema, pus fluctuance, and pain over the graft portion of his access. His nephrologist and the surgeon's on-call surgical partner consulted on the pt while at the medical center. The on-call surgeon felt that the graft could be salvaged with continued antimicrobial therapy for a protracted period of time before removal of the graft would be considered. He was then subsequently discharged four days later, without graft removal. The pt once again experienced pain, erythema, and swelling over his arm and was transferred to the medical center from the hospital the following month. The surgeon removed both the graft and the outflow component of the hero vascular access device. The pt has continued dialysis with a right tunneled central venous dialysis catheter.